Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that biomed confirmed that the unit had been plugged into ac power for several hours. The unit was not charging in battery slot 1. There were no signs of saline contamination. The fse swapped both batteries and allowed the unit to charge for one hour. The fse confirmed that the unit was still not charging in battery slot 1. The fse replaced the batteries (0146-00-0097) out of precaution. The fse replaced the power slot assembly pcba (0997-00-1187). The unit then began to charge the batteries in slot 1. The fse allowed the unit to charge for one hour. There was a noticeable charge difference, and the leds were visible. The unit passed all performance and safety tests to factory specifications. The iabp was returned to the customer. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept. Installed part in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department was not able to verify the reported failure . Retaining the power slot assembly in the fat dept.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, one of the battery's of cardiosave iabp (intra-aortic balloon pump) was not usable. There was no patients involved.